Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, atrial lead noise was observed on stored egms. The physician elected to cap ((B)(6) 2019) and replace the lead and there were no patient consequences.